Manufacturer narrative:
Patient's race was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The implant failed about 2 months after it was placed in tooth # 22. The site has type 2 bone quality. There was no bone loss. The implant was not placed in previously grafted site. There was no infection reported. The patient has no health condition or pre-existing condition. There was no abnormality with the implant. There was no reported injury to patient.

Manufacturer narrative:
Corrected data: common device name changed to match the brand name and labeling. UDI number was provided. The device was returned and a visual and radiographic evaluation was performed. The DHR was reviewed and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. Per the information reported, the failure occurred during the surgical setting. The IFU was reviewed and precautions are provided, to take into consideration when placing a hahn implant. IFU-precautions: surgical procedures: minimizing tissue damage is crucial to successful implant osseointegration. Risk of osseointegration failure increases as tissue trauma increases. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. In addition, possible responses to this complaint could be attributed to various causes such as insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene could also be contributing factors to the lack of osseointegration. No abnormality with the implant was confirmed. At this time the reported issue will be tracked and trended.